Event description:
It was reported an issue with optilene suture. The client reported that during suture tensioning while tying the knot, the thread broke, which resulted in prolongation of the procedure. Additional information received: unfortunately, the client has not provided any information regarding the type of surgery.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and used sample: the thread is attached to the needle, but it is broken into two separate pieces measuring approximately 41 cm and 7 cm. Considering the nominal suture length of 75 cm, part of the thread is missing. However, without closed samples a proper analysis cannot be carried out. Remarks: as stated in the instructions for use of the product, when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because no closed samples have been received, only a used sample and a further analysis cannot be conducted. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.